Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate atp and hv therapies during a svt. This was seen via remote transmission. Patient was stable. Programming changes were made.